Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician had oversensed the hv lead impedance measurement on the atrial lead to trigger ams episodes. The oversensing strips were reviewed and revealed all atrial lead measurements were stable and in-range. Programming changes were made and the patient will continue to be monitored. No symptoms were reported.